Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the power cables of the system controller (serial number: (B)(6)) being difficult to thread onto the patient cable was not able to be confirmed. The system controller was not returned for analysis, and no additional photos or documentation were submitted for review. Provided information indicated that the controller could connect with additional effort and once connected, no alarms or additional issues were noted. It was also reported that the power cables connected to battery clips more easily than the patient cable, and that the threads were examined, but no issues were noted. No log files were submitted. The system controller were exchanged. The root cause of the reported event was not able to be determined via this investigation. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient's controller exchange was reported under MFR #: 2916596-2025-05464.

Manufacturer narrative:
Section a3a: updated. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information was provided on 31jul2025 that the product would not be returned.

Manufacturer narrative:
Section a: patient gender has not yet been provided by the site. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was placed on a new system controller, and the power leads were difficult to thread and very tight when connecting to the patient cable. The patient was connected to the patient cable with no alarms or issues noted. The power cable(s) connected to the battery clip(s) more easily than to the patient cable. The threads were examined, and no issues were noted.